Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen cracked after customer bumped pump into the corner of a bench. Pump was no longer functional. Customer's blood glucose was within range (value not provided). Reportedly, customer reverted to using another pump for insulin therapy.